Manufacturer narrative:
Exact date of event is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient and event information.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. There is no additional information at this time.